Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the console failed a power on self-test s1. The console would be returned for evaluation. Related manufacturer reference number: 3003306248-2024-00424.

Event description:
It was reported no patient was affected by this event as no patient was involved.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an s1 alarm due to the power on self-test not passing was confirmed via log file analysis and evaluation. A log file was extracted from the returned centrimag console l06591-0005. Prior to the event date of 12feb2024, the centrimag system was observed to be operating as intended. Between (B)(6) 2024 at 13:30:18 and (B)(6) 2024 at 15:30:08, intermittent s1 alarms activated correlating to a ¿sf_sps_power_button_inconsistent¿ sub-faults. The alarms activated following the initial boot up sequence of the centrimag console. The centrimag 2nd generation primary console (s/n: (B)(6) was evaluated at the service depot. The console was powered on and an ¿s1: power on self-test did not pass¿ alarm activated. The power was cycled on the console and the s1 alarm remained. The issue was isolated to the power on button assembly. The button assembly was replaced, and the issue resolved. The console was functionally tested and passed without issue. The console was returned to the customer and the button assembly was forwarded to product performance engineering (ppe). The forwarded power on button assembly was connected to a test centrimag fixture. The test centrimag console was powered on and off multiple times; however, the s1 alarm was not reproduced throughout testing. The issue was not able to be reproduced once the assembly was disconnected and reconnected. No further testing was performed. The root cause of the reported event was determined to be due to a damaged power on button assembly; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual ¿table 15: console maintenance schedule¿ instructs users to have the centrimag console¿s internal battery replaced every two years. Users are instructed to contact abbott for assistance in replacing the battery, as users may not replace the internal battery without proper training or assistance. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ 2nd generation centrimag primary console alarms and alerts" cover all alarms (auditory and visual), including system related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.